Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising / high thresholds since implant. The lead was repeatedly reprogrammed and later revised however as tissue had adhered to the anchoring sleeve it was decided to explant and replace the lead. It was further reported that the implantable pulse generator (ipg) exhibited premature battery depletion as a result of the high lead thresholds. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.